Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition of a sticky trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during repair of the device, an unusual noise was noticed. During repair it was observed that an unknown substance was found inside the unit. Therefore, the reported condition of noise was confirmed. The assignable root cause of this condition was determined to be component damage due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the buttons on the small battery drive device did not want to release but eventually did, and the device started to work correctly; however, it was making an abnormal sound. This event did not occur during surgery. There was no human patient involvement as this device is for veterinary use only. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.